Event description:
The customer stated that one patient sample generated a false (B)(6) result for the architect b-hcg assay. The same patient sample generated a (B)(6) result using another non-abbott method. The same sample was then repeated on the architect analyzer with a negative result (less than 1.2 miu/ml). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation was conducted to investigate this issue. Final product release testing data was reviewed for the product in question. The review demonstrated that all calibrations met assay file specifications, control and panel values were within specifications and no adverse trends were observed. Valid calibration curves were obtained and all controls were within the package insert ranges. Architect total beta hcg panels met predefined specifications demonstrating the reagent lot in question is capable of accurately recovering concentrations across the range of the assay. There were no instances of discrepant and/or aberrant results obtained. All data demonstrate that the performance of architect total beta hcg reagent kit, list number 7k78-20, lot number 01918jn00, is not compromised. A review of the recent complaint history for the assay in question and in particular reagent lot 01918jn01 did not reveal any adverse trends for performance related issues. Based on the evaluation results, no product deficiency was identified related to this issue. However, the customer was referred to the opretaors manual where this issue was listed due to build up proteins on the sample probe. The manual also instructed the user to replace the sample probe in order to trouble shoot elevated concentrations.